Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm and air in the patient line was not confirmed. The cause was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that there was air in the patient line. The technical service representative (tsr) assisted the hp with ending therapy to restart the setup with all new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, it was confirmed that they noticed air in the line. The hp verified that she did not notice anything unusual with the supplies in use. The hp had no idea how air might have gotten into the line; however, the hp stated she thought it might have been her fault since she thought that she might have forgotten to open the transfer set before starting therapy. The hp stated she was able to resume therapy successfully after starting over with new supplies. The hp stated everything has been going fine since then. There was no patient injury or medical intervention reported.